Event description:
Event description cpi received information that this patient with an endotak transvenous defibrillation lead died due to non termination of vf. The shocking impedance reported was >200ohms.